Event description:
It was reported that the bd smartsite¿ needle-free connector was clogged during use. The following information was provided by the initial reporter, translated from chinese: "connected to the infusion without leaking. Samples could be returned and the joint was already found to be clogged on the first pre-connection, with no visible cracks visible."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22046170; d4: medical device expiration date: 13-mar-2025; h4: device manufacture date: 22-apr-2022. D10: device available for eval: yes. D10: returned to manufacturer on: 20-mar-2023. H6: investigation summary : six 2000e china products were received in opened packaging for investigation two samples were received from lot 22035953 and four samples from lot 22046170. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite in connection with an unknown device. Further information provided by the customer suggests no visible damage was observed to the smartsite components. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which may have contributed to the customer's experience. Functional testing was performed by connected the returned samples to a 50ml bd plastipak syringe from stock and attempting to prime with fluid; in each instance the piston of the smartsite opened and no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22035953 and 22046170 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. The connecting product in clinical use at the time of this specific customer's experience was not received for investigation; therefore, it was not possible to confirm if the connecting product may have contributed to the reported issue.

Event description:
It was reported that the bd smartsite¿ needle-free connector was clogged during use. The following information was provided by the initial reporter, translated from chinese: "connected to the infusion without leaking. Samples could be returned and the joint was already found to be clogged on the first pre-connection, with no visible cracks visible."